Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. It was reported that the device was difficult to remove after clip deployment. Possible contributing factors for difficulty removing the device can be influenced by, but not limited to; manufacturing, patient anatomical conditions, and operator deployment technique. During manufacturing starclose se devices undergo inspections to verify that the locator wings ribbons open properly, collapse completely, are aligned, and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed. Patient anatomical conditions can cause difficulty removing the device such as compacted scar or fibrous tissue; however, a femoral angiogram performed prior to the procedure revealed no vessel calcification, no vessel tortuosity, and no scarring was present at the access/groin site. Additionally, the product experience did not report any of these conditions or any of the conditions listed under the special patient populations in the starclose se instructions for use. Operator deployment technique can cause or contribute to difficulty in removing the device, such as an inadequate nick and spread or by not maintaining the angle of the tissue tract during thumb advancer deployment. However, the information provided did not indicate any abnormal operator deployment technique. Based on the reported information and the inspection criteria, a definitive cause for the difficulty encountered removing the device and associated patient effects, could not be determined. A review of the lot history record for the reported lot did not reveal any nonconforming material record associated with this lot that would have contributed to the reported event. A query of the complaint database for this lot revealed no similar incidents. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. There is no lot specific product quality deficiency.

Event description:
It was reported that after a diagnostic coronary catheterization, arteriotomy closure of the right common femoral artery was attempted with a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The safety release was activated and a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, but the device could not be removed. The device was removed with counter-traction and an assertive pull. Bleeding continued after device removal. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.